Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The info was provided in 9th (B)(4) endovascular symposium held in (B)(6) from (B)(6) 2014 to (B)(6) 2014, and cook rep obtained this info on (B)(6) 2014. A male pt had undergone aaa repair with zenith endovascular grafts in 2002. Post procedure follow-up confirmed disappearance of the aneurysm through examination conducted in 2012 showed pararenal aaa. Since severe as was observed, avr was performed first. Then, intervention, tevar + fenestrated evar (4 fenestration), was scheduled to be performed due to patient conditions: old age, hyperpiesia, diabetes, hyperlipemia and angina pectoris. (Bare stent of zenith main body implanted in 2002 was placed on the right and left renal arteries, so fenestration stent graft was selected for evar.) The physician attempted to perform tevar first with tx2 with right fa approach though, he encountered resistance during advancement of the delivery system to the thoracic aorta. With careful examination of perspective images, it was confirmed that a series of the sealing stent of zenith iliac leg graft implanted in 2002 broke and stretched. A part of the stretched stent was stuck between the inner shaft and outer sheath of the tx2's delivery system, which obstructed advancement of the tx2. Fabric of the sealing stent zone remained in the place where the iliac leg had been placed. Then, excluder's leg was additionally placed to seal the fabric, and the tx2 delivery system was reinserted and advanced again. The tx2 stent graft was placed in the desired position. After that, fenestrated evar was performed as planned. The procedure was completed after confirming there was no endoleak. There have been no adverse effects reported so far.